Manufacturer narrative:
Insulin pump passed displacement test, self test, force sensor test, prime or seating test, basic occlusion test, occlusion test and rewind test. Insulin pump was tested with no the hrm task did not grant motor power in reasonable time noted during testing. The motor was tested outside of the device and passed. Hardware low level failures confirmed in the pump history file due to broken trace on u1 keypad assembly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump had pump error alarms. Customer reports they were able to clear the alarm. Customer states they are able to rewind the pump also assisted with performing displacement test and it was passed. Customer states that in history pump error occurred during self test. Customer does not wish to troubleshoot for auto mode issues. The customer¿s blood glucose level was 274 mg/dl. The customer was to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.